Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. A review of the device history record (DHR) was performed on the pertinent lot; no anomalies were noted. A search of the complaint database for similar complaints was conducted; no additional complaints have been recorded for the pertinent lot. The march 2007 15-month ultraflex esophageal stent complaint trend report, inclusive of all failure modes, was reviewed; and unfavorable trend was noted and the marhch 2007 data point was at it's complaint alert limit. An unfavorable trend is defined as two consecutive increasing data points. A corrective action request has been initiated to further investigate this issue.

Event description:
It was reported to boston scientific in 2007, that during the placement of an ultraflex stent system over another stent in a male, "only the proximal portion of the stent was deployed (and) the stent expanded with some foldings within the previous metal stent." The physician removed the device and used another similar stent for successful placement. The patient's condition was reported as "good."